Manufacturer narrative:
Device evaluation of monitor has been completed. As received, the monitor was unable to pass incoming functionality testing. Upon investigation the monitor received a code 102 - charge profile fault. The cause of the failure was due to zero output at the switch regulator u1 on the ca board. The root cause of the lack of output at the switch regulator u1 was unable to be positively identified. There is no indication the defective monitor caused or contributed to the patient's death. The device was not active at the time of patient's death.

Event description:
During servicing of a monitor which was returned for investigation into a patient's death, a reportable device malfunction was found. The monitor (B)(4) failed incoming testing. The device failure did not cause or contribute to the patient's death. The device was not active at the time of patient's death.